Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's mlink adapter "stopped working." A new mlink adapter was sent. No patient complications were reported as a result of this event.

Event description:
It ws reported that the patient's mlink adapter "stopped working." A new mlink adapter was sent. No patient complications have been reported as a result of this event.